Event description:
It was reported that the insulin pump alarmed multiple errors, including motor error while the customer refilling insulin and during basal delivery. The customer removed the battery but then the device would not turn back on. The customer's blood glucose was 400 mg/dl. The customer treated with the insulin pump and delivered a random number of units of insulin. The customer does not use the sensor feature. They were able to rewind the device. The customer also mentioned that the insulin pump would not get out of the rewind loop and insulin was squirting out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error and is unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.